Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had partial display. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
S/w ver. 4.11e. Retainer ring = black. Case type = ngp. On (B)(6) 2023, the customer reported unresponsive keypad buttons, battery isn't lasting as long as it used to, and a missing display window cover. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: missing display window cover. The unit was received with a battery cap inserted into the reservoir compartment. The battery cap contact detached from the battery cap, and there was some gunk on the contact itself. Using a replacement battery cap, the unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No stuck buttons, multiple press issues, button response delays, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. No unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing either. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing or in the power management graph. The adapt tool does not list any 61=stuck key alarms whatsoever. The adapt tool lists the following battery related alerts/alarms around the event date: 104=low battery occurred 01/16/2023 07:09:01, 02/05/2023 09:43:00, & 03/05/2023 16:45:00--these alerts are outside the expected interval of 2 weeks of one another which is a pass. The adapt tool does not list any pump errors that could potentially trigger a critical pump error whatsoever. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion underneath the keypad domes or on any of the boards, assemblies, and the motor inside the unit. No damage noted to keypad assembly or the keypad traces, and j1 connector on pcb1 was locked properly during visual inspection. The unit passed the keypad voltage test. In summary, the customer¿s report of unresponsive keypad buttons and the battery not lasting as long as it used to was not confirmed but that of a missing display window cover was confirmed during testing; however, the unit does not meet specs due to the gunk on the battery cap contact. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.